Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the vision was advanced to the target lesion, the stent was not visible. The stent was found on the stylet wire. A new vision was used successfully. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube and on the hub. There was contrast on the balloon and on the distal shaft. The stent implant was returned dislodged from the balloon. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The orange protective sheath and stylet were returned. There was no other damage noted to the sds. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. Analysis of the returned product confirmed the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation. In this case, it is possible that during preparation, negative pressure was applied during sheath removal or force was applied when removing the protective sheath, resulting in the stent dislodgement. The stent dislodgement was not noted until the sds was advanced to the lesion. It should be noted in the vision instructions for use (IFU) it states: prior to using the multi-link vision coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported stent dislodgement. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.